Event description:
Patient reported experiencing elevated blood glucose readings; took correction via pump. Patient changed infusion headset and bolused to fill new cannula; primed line to ensure insulin flowed successfully. Patient changed accessories and switched to backup pump; blood glucose levels returned to normal range. Patient alleges pump is under delivering insulin during both the basal and bolus delivery. No adverse event reported. Requested return of the alleged pump for evaluation and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.